Event description:
The subject stent was returned for analysis and the device investigation revealed stent partial deployment .the subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received partially deployed from the distal end of the microcatheter . The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The microcatheter was noted to be intact. The device was unable to be flushed. The stent was able to be deployed by advancing the sdw. Dried blood was present on the stent. Once dissolved, the stent deployed fully. The stent was deformed at the distal end. All 3 marker bands were present on both ends of the stent. The sdw was kinked/bent at the distal end. Dried contrast was present at the proximal end of the proximal bumper. During functional inspection the stent was able to be deployed by advancing the sdw. The reported event stent failed/unable to deploy was not replicated. However, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when the microcatheter was pulled back to expose the stent over the aneurysm, the sent could not be deployed out of the microcatheter and no additional information was provided by the customer. During analysis, the stent was received partially deployed from the distal end of the microcatheter. The stent was able to be deployed by advancing the sdw. Dried blood was present on the stent. Once dissolved, the stent deployed fully. The stent was deformed at the distal end. The sdw was kinked/bent at the distal end. Dried contrast was present at the proximal end of the proximal bumper. In the case of this complaint, it is likely that the stent was transferred from the sheath into the microcatheter, and the stent was advanced to the distal end of the microcatheter without any issues (resistance or friction) reported. Therefore, it is highly likely that the deployment issue occurred as a result of some unknown procedural factor(s) and/or the target vessel tortuosity. Additionally, it is probable that continuous saline flush was not maintained, which may have caused increased friction within the microcatheter lumen, potentially interfering with stent expansion and deployment at the distal tip. The reported event stent failed/unable to deploy as well as the analyzed event stent partial deployment, stent deformed and sdw kinked/bent will be assigned as procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.